Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the unit will not completely power off but the screens will freeze and the driver stops, and then will start back up again on its own. No patient involvement was reported.

Manufacturer narrative:
H3: all calibration done and all pm procedures conducted to manufacture specification. Unit passed all performance and safety checks. Returned to customer and cleared for clinical use.

Event description:
Additional information received indicates that a vyaire medical fse (field service engineer) was able to go on customer site for further investigation and cleared the vent for clinical use.